Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a transmission was not received from a remote monitor registered to a device that had reached elective-replacement-indicator (eri) status. It was further reported that the clinic felt that there should be a way to know whether or not a patient's remote monitor is on-line with carelink at any given time. Currently there is no way except to schedule a transmission and check that it came through. No patient complications have been reported as a result of this event. It was further reported that the settings on the patient's implanted device were set to "recommended replacement time" alert but that the "home monitor" setting was off, which means that although manual and scheduled remote transmissions will send successfully, carealert transmissions will not.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No anomalies were found.